Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming for low glucose alerts. The device failed the audio test during the call. A self-test was performed during the call and the device alarmed hardware low level failure. The device failed the self-test. The customer's blood glucose was 43 mg/dl and the customer treated with food. Troubleshooting was declined for the low blood glucose. It is unknown whether auto mode was in use at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.